Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there are no allegations of malfunction against the cycler or any fresenius product. Additional information related to the patient¿s history, comorbidities, presenting symptoms and hospital course or outpatient treatment is needed to determine any potential causality. Should additional new information be made available this clinical investigation will be reevaluated. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. It is unknown when or where the patient developed the peritonitis. Additional information was solicited but was unavailable.

Manufacturer narrative:
Upon follow up on 10/24/2017, the patient¿s pd nurse reported that the patient was admitted to the hospital on (B)(6) 2017 due to peritonitis. Per the pd nurse the peritonitis event was caused by touch contamination. The pd fluid culture results were reported to be positive for (B)(6) and the patient was treated with antibiotics (type, dose, strength, route and duration unknown). The patient was discharged on unknown date and has recovered from the event of peritonitis. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there are no allegations of malfunction against the cycler or any fresenius product. Per the pd nurse, the causal event of peritonitis was touch contamination which is supported by the cultured organism of (B)(6).